Event description:
It was reported that a potential externalized conductor nearby ra was observed via x-ray. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that noise was observed via egm. The patient will continue to be monitored.